Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was suspected of a micro-dislodgement after implant. Capture was unable to be measured unless programmed to high output. A lead revision will be performed. The lead remains in use. No patient complications have been reported as a result of this event.